Event description:
It was reported that the sternal saw was not functioning properly during preventive maintenance. No pt injury was reported.

Manufacturer narrative:
The saw was returned to terumo and it was not functioning correctly. The saw was well over 8 years old. The internal parts required to perform repair were no longer available so the saw could not be repaired. The service department notified the customer. This report is being submitted to the FDA as a result of a retrospective review of product complaints.